Event description:
During an atrial fibrillation ablation procedure, a leak was detected from the valve of the sheath following the insertion of the catheter. The sheath was exchanged, and the procedure was completed with no adverse health consequences to the patient.